Event description:
A clip got broken when the user attempted to load it during surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). Although a lot# was not originally reported, a potential lot has been obtained. The potential lot is 73m1900071. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1900071 was manufactured on 12/03/2019 a total of (B)(4) pieces. Lot was released on 12/17/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge and one loose clip half were returned. The sample was visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. The other half of the broken clip was remaining in the cartridge. No other clips were remaining in the cartridge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clip was returned broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. Half of a clip was returned broken in half at the hinge. The other half of the clip was remaining in the cartridge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken when the user attempted to load it during surgery. Therefore, a new unit was used instead.